Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy the user noticed the plastic sheath was difficult to remove and a piece of it had broken off. No injury reported. The reported device was discarded by the customer. The customer has not reported any similar issues since this event.